Event description:
Arjo became aware that the patient fell from the citadel bed twice. No injuries were sustained. Report 3007420694-2026-00095 relates to the first fall, while report relates to the second fall. Moreover, the biomed representative informed that the bed exit alarm or nurse call system was defective. The device inspection did not reveal any malfunctions.

Manufacturer narrative:
The investigation is ongoing. Results will be provided in the final report.